Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a successful pulsed field ablation procedure, the catheter appeared to behave a know. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012140682 was returned and analyzed. The catheter was received with the guidewire threaded through but did not come out from the tip. The array pebax tube was damaged at junction of the proximal arm and dual lumen, exposing the electrodes wires. The guidewire lumen was received extended, and with a damaged array loop assembly. The shape of the catheter array was inverted, and the distal arm knotted over the guidewire lumen at the vicinity of the tip. The array pebax tube appears kinked and twisted at the distal arm. X-ray imaging has confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. The electrode wires appeared detached from the electrodes #1 and #2. The torn pebax tubing appeared on x-ray imaging as a hole located outwards to the dual lumen. No evidence of damage was found on the pebax tubing side facing the guidewire lumen at the distal edge of the dual lumen. X-ray imaging showed the guidewire was threaded though the guidewire lumen and stopped proximal to the tip. There was no physical obstruction to the guidewire. Optical inspection at high magnification reveals a torn pebax tubing, exposing electrode wires at the distal edge of the dual lumen. No evidence of damage was found on the pebax tubing side facing the guidewire lumen at the distal edge of the dual lumen. The insulation of the electrodes wires seems damaged, but no charred wires were observed. Mechanical verification of the steering and slide mechanisms was carried out. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirms usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using generator. No other tests could be performed due to the returned condition of the catheter. Hipot verification of the integrity of electrode wires insulation revealed intact electrode wires without any insulation damage or breakage. The electrical continuity test revealed an open loop between electrode #1 and connector pin #1 and between electrode #2 and connector pin #2 as expected. Dissection of the proximal arm showed the torn pebax tubing at the proximal arm extends proximally inside the dual-lumen. The insulation of the electrodes wires seems damaged, but no charred wires were observed. Further x-ray imaging showed the electrode wires were detached from the electrode #1 and #2. In conclusion, the catheter failed the returned product inspection due to a knotted array, torn proximal arm pebax tube, exposed electrode wires, inverted array, nitinol array wire dislodged from the dual lumen, a kinked and twisted pebax tube and an electrode wire detachment from the electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a successful pulsed field ablation procedure, the catheter appeared to have a knot. No patient complications have been reported as a result of this event.